Event description:
Caller reported cgm error 42, resulting in a need for assistance. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. After the reset, the pump no longer displayed the error code, and the caller successfully started their sensor session.